Event description:
Pt had right total hip replacement 11/8/94 at which time a drain was placed. Upon discontinuing the drain on 11/13/94, the tubing broke leaving a piece (16cm) of the tube in the hip. The pt was returned to surgery for removal. The end of the tube was noted to be jagged at the point of separation. Device tip only available for evaluation.